Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer could not use the release tab to open the jaws of the vessel sealer extend (vse) instrument. The customer pressed the emergency-stop button and then pressed down on the release tab with no success. While troubleshooting with intuitive surgical, inc. (Isi) technical support engineer (tse), the customer was able to slide the tissue out from the jaws. The customer used a backup instrument to continue. The tse recommended replacing or re-draping the suspected arm. There was no harm to the patient¿s tissue and no bleeding occurred due to the reported issue. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter (nurse) and obtained additional information on 01-nov-2021. The instrument was inspected prior to use with no damages noted. The surgeon was attempting to seal and cut on the uterus when the reported issue occurred. The or staff attempted to remove the instrument using the manual slider while the system was in faulted state; however, the jaws remained closed.

Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A log review could not be performed due to insufficient product information. This complaint is considered a reportable malfunction due to the following conclusion: the grips of the vessel sealer extend instrument did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.